Manufacturer narrative:
One convective warming equator blower was returned for evaluation. Device was received in fair condition with hose and power cord, and underwent functional testing. Temperature alarm test set at 36, 40, and 44 degrees. Device had alarmed over temperature at 39, 42 and 46 degrees, meeting specifications. When device was set to 40 degrees, the control board blew. The fuse was replaced. When temperature was set to 44 degrees for 2.5 hours, and measured temperature was 45.50 degrees. Found temperature set points found to be out of tolerance. Calibration required. Reported customer complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that during an abdominoperineal amputation, a smiths medical convective warming equator blower heated to 48 degrees instead of heating to 44 degrees. Traces of burns and phlyctene that occurred on the arm and chest of the patient. Intervention included the use of antibiotics.